Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent, chills, rigors, nausea, vomiting, loss of appetite, and abdominal pain. The cause of the peritonitis was unknown. Two days after the event onset, the patient was hospitalized for peritonitis. That same day, the patient started treatment with intraperitoneal kefzol 1g once daily and intraperitoneal mirocef 1.5g once daily for four days for peritonitis. Five days after the event onset, the mirocef was switched to 0.5g daily. Fifteen days after the event onset, the kefzol and mirocef were discontinued. The following day, the patient was discharged from the hospital and had recovered from the event. Extraneal therapy remained ongoing. No additional information is available.